Event description:
Report received of "the manifold on the continuum set cracked between the two stopcocks when subjected to the slightest pressure". Customer reported that a pt was having a nasal surgery when the incident occurred. It was reported that the set was used for the administration of pavulon, fentanyl, propofol and an unspecified rate of lactated ringers. It was reported that the pt's elbow was over the set "which caused the set to crack between the two stopcocks that resulted in approximately 300ml of blood loss". The staff changed to a new set and was able to resume the infusion without problem. Report source said that "the pt did not need any blood transfusion, vital signs were okay (no specific readings reported)" and no report that hemoglobin and hematocrit levels were done. The pt did not experience any adverse effects. Add'l info was requested, but was not available.